Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter experienced catheter splitting/cracking/shearing/fraying. The following information was provided by the initial reporter: material no: 381511, batch no: 0195395. Nurses in women's service are using the 24g insyte-n autogard winged IV catheter and it is fraying or splitting when inserted into the babies vein. We isolated the product lot # to 0195143. This issues has occurred about 20 times. I have samples of 2 bad IV catheters now. No babies were harmed but when the IV frayed/split multiple sticks were attempted. Not reported to vendor representative.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter experienced catheter splitting/cracking/shearing/fraying. The following information was provided by the initial reporter: material no: 381511 batch no: 0195395 nurses in women's service are using the 24g insyte-n autogard winged IV catheter and it is fraying or splitting when inserted into the babies vein. We isolated the product lot # to 0195143. This issues has occurred about 20 times. I have samples of 2 bad IV catheters now. No babies were harmed but when the IV frayed/split multiple sticks were attempted. Not reported to vendor representative.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-01. H6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received eleven unused representative units. Through the visual/microscopic examination the representative units revealed no damage. The representative units were then inserted into an artificial vein and the catheter tips were inspected after insertion. All units were found to be within specification. The reported defect could not be replicated with the representative samples. A device history record review showed no non-conformances associated with this issue during the production of this batch.